Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the cause of the stimulation issues were not determined and the issue had not been resolved because they had yet to see the patient. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that stimulation does not change in positions. Only on the right not working. Patient also reported pain. Additional information was received from the patient via a manufacturing representative (rep). It was reported that there was an increased stimulation when turning onto side. Controller showed patient is upright when she is lying on her side. Rep had the patient turn adaptive stimulation off until she sees rep for follow up appointment. The issue has not been resolved at this time. No surgical intervention occurred or planned. No patient symptoms or complications were reported in this event.